Event description:
It is reported that the black coating was coming off.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: the nexgen posterior referencing instruments (pri) instruments are non-implanted, reusable instruments that are used during posterior approach total knee arthroplasty. The instruments utilize aluminum titanium nitride (altin) black coating as a cosmetic means to depict points of attachment or adjustment on these instruments. The instrument(s) noted on the complaint are included in a voluntary field action initiated on (B)(6) 2011 for specific lots which have the potential for exhibiting a breakdown of the aluminium titanium nitride (altin) black coating. (B)(4). Evaluation: breakdown of the altin black coating was observed on returned instrument(s). Device history records indicate all components were manufactured and inspected to specification at the time of manufacture.